Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during maintenance, that the video system center displayed an image with noise and color bars. After inspecting the dvi port and testing with other dvi cables, the issue persisted, showing the same noise and color bars. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8, d9, and h4 the device was not returned to olympus for inspection, therefore, the reportable malfunction of image noise and pink and color bar background was not confirmed. Based on the results of the investigation, a presumed cause and a root cause could not be determined because the device was not returned for evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.